Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 60 days.  No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient experienced a severe headache. Anticoagulants at the time of event were aspirin and warfarin. A CT revealed an intracranial hemorrhage. A repeat CT on (B)(6) 2018 showed burr holes, right perioccipital intracerebral hemorrhage with intraventricular hemorrhage. Anticoagulants were stopped. The patient received one unit of packed red blood cells (prbcs) on (B)(6) 2018 and a second unit of prbcs on (B)(6) 2018. Patient received an unspecified surgical procedure. No additional information was provided.

Manufacturer narrative:
The pump remains in use supporting the patient. A direct correlation between the device and the reported event could not conclusively be established through this evaluation. Bleeding and stroke are listed in the heartmate 3 instructions for use (IFU)as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system and provides information regarding the recommended anticoagulation therapy and inr range. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.